Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer was able to clearthe error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
Successfully downloaded history files and traces using thump. In further review of the pump history found pump error 23 alarm on 05/03/2024 at 21:13:18.000, pump error 43 alarm on 05/03/2024 at 16:01:49.000 and multiple pump error 38 alarm on 05/03/2024 from 16:03:21.000 until 17:09:32.000. The pump passed the self test. No pump error 23 alarm during testing. Pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no pump error 23 alarm noted. However, pump error 38 alarm during rewind before performing the displacement test. Pump was cut open to perform visual inspection and found corroded motor home switch. The sc1 cap locks properly into reservoir compartment during testing. Pump received with scratched case during the visual inspection. Pump error 23 alarm was recorded in the pump history, however, pump error 23 alarm was not confirmed during testing. Pump error 43 alarm found in the pump history and pump error 38 alarm found in the pump history and occurred during testing due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.